Event description:
Citation: nabeel a herial, et al. Detachable-tip microcatheters for liquid embolization of brain arteriovenous malformations and fistulas: a united states single-center experience. Neurosurgery. 2015 jun 16. [Epub ahead of print]. Accepted april 1, 2015. The following report was received through review of literature: during the stage 1, of a 2 staged embolization partial thrombosis of the superior and posterior segments of the arteriovenous malformation (avm) nidus with feeders from the distal superior right middle cerebral artery (mca) and right anterior cerebral artery was noted during the disengagement process, difficulty in removal of a competitor¿s dmso-compatible microcatheter from onyx cast was noted. After about 10-15 minutes of persistent intermittent retraction, the microcatheter was successfully retrieved. During this state, partial thrombosis of the right m1 and m2 superior division was noted, which improved after administration of a total of 5 mg intra-arterial glycoprotein iib/iia inhibitor (integrelin). Vasospasm of the distal petrous internal carotid artery was also noted, which resolved after administration of intra-arterial calcium channel blocker.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/26083156. The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00844.